Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. All affected (B)(6) customers were notified via a device info letter dated (B)(4) 2009. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported backflow of fluid from the secondary solution container into the primary tubing set. The primary tubing set was being used to deliver an unspecified solution via a symbiq pump. At an unspecified time, the option-lok male adapter of a secondary tubing set was connected to the proximal clave y-site on the primary tubing set for piggyback delivery of an unspecified medication. The primary solution container was lowered below the secondary solution container. After an unspecified length of time, after the unspecified medication delivery was started, the nurse noted backflow of solution into the primary tubing set. The delivery was stopped. The nurse reportedly verified the height of the solution containers, and the therapy was resumed using the same tubing sets. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.